Manufacturer narrative:
The pipeline device has not been returned for evaluation as it remained implanted in the patient. The reported event could not be confirmed and an event cause could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2017-00453, 2029214-2017-00454. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found a report of thrombosis after pipeline implantation. The purpose of this abstract was to evaluate the safety and effectiveness of the pipeline in the treatment of giant intracranial aneurysms. The authors reviewed the cases of 33 patients who underwent treatment for 35 aneurysms. There were no device issues noted in the abstract; the abstract states that the pipeline devices were successfully released during all cases. The abstract states that during the peri-operative period, ¿one thrombotic event occurred and had hemorrhagic transformation.¿ feng, m. Et al. Effect analysis of embolization device for the treatment of large or giant intracranial aneurysms. [Abstract]. In: chinese journal of cerebrovascular diseases. 14 (1) (pp 32-36), 2017. Date of publication: january 2017.